Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose of 440 mg/dl, treated with the manual injection. Customer's symptom was thirsty. Customer did not feel ok to troubleshoot. No further information reported.